Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the legibility of the insulin pump is starting to fail. The customer also stated that the insulin pump could have been possibly been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.